Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the patient names and date of birth are missing on all monitors at the hospital. Only the patient vitals were visible on the central nurse's station (cns) tiles. On (B)(6) 2024, the biomedical engineer (bme) reported that patient names and date of birth were not populating when they attempted to admit the patient. Nk technical support stated this might be an adt (model: a/pwredge-r340, serial number (B)(6) issue. The issue was escalated to cits. Cits found a bedside takeover. Cits explained that ip .14 and .15 were trying to take over .11 cns segment master. After further troubleshooting, they powered down both .14 and .15 and plugged them into a different switch and the takeover did not occur. They moved back .14 back to the switch in question; however, the takeover did not happen to resolve the issue. There was patient involvement when the issue occurred, but no report of patient harm, no injury, nor any adverse event, due to the reported issue. Investigation conclusion: we were able to confirm the reported issue. A definitive root cause could not be determined, however, based on the available information the most probable root cause was potentially due to a bedside takeover. There were multiple cnss trying to take over another cns, which was causing adt and missing information. Additionally, it was discovered that the customer was unable to connect to their api. However, in the meantime they were manually entering patient information. To resolve the issue, they powered down the two cnss trying to take over .11 cns and moved them to a different switch. This step seemed to resolve the issue. Ts moved .14 cns back to the original switch and everything was working as intended. When a bedside takeover occurs a bedside monitor fight with a cns for control to be segment master (the lowest ip cns is the segment master). When the two units fight for control over the segment master is causes issues like comm loss. We have also identified several potential causes of bedside takeover/comm loss related issues, which are not limited to, and explained in further detail below: communication loss is an error message notifying user of loss of network communication between the monitoring rns and that of the monitored devices. The message appears on an individual "tile" on the rns, corresponding to the communication loss of that particular device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. Device history: a serial number review of the reported device (model: a/pwredge-r340, serial number (B)(6) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D1 brand name d4 model number catalog number serial number primary unique device identifier d10 concomitant medical device g4 PMA / 510k number h4 device manufacturer date. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the patient names and date of birth are missing on all monitors at the hospital. Only the patient vitals were visible on the central nurse's station (cns) tiles. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient names and date of birth are missing on all monitors at the hospital. Only the patient vitals were visible on the central nurse's station (cns) tiles. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D1 brand name. D4 model number catalog number serial number primary unique device identifier. D10 concomitant medical device. G4 PMA / 510k number. H4 device manufacturer date.

Event description:
The biomedical engineer (bme) reported that the patient names and date of birth are missing on all monitors at the hospital. Only the patient vitals were visible on the central nurse's station (cns) tiles. No patient harm was reported.